Event description:
It was reported that during a ureteroscopic stone extraction procedure, the fiber was connected to the moses laser and a fracture was observed. When the fiber was unscrewed and removed from the generator, it broke at the same location where the fracture had been noted. The procedure was completed after replacing the fiber. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fully recovered.